Manufacturer narrative:
The device has undergone a preliminary evaluation and is currently at the manufacturing site for further inviestgation.

Event description:
During an unspecified procedure, the specimen pouch prematurely detached into the pt's cavity. The surgeon was able to retrieve the pouch without injury to the pt.